Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered the aspiration needle was broken along with the blood sampling valve (bsv) being restricted by the front blood detector not allowing the blood sampling valve (bsv) rotating properly. The fse replaced the needle assembly, resolving the leak and adjusted the front blood detector position allowing the blood sampling valve (bsv) to rotate resolving the vote outs. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported obtaining vote outs on all parameter and a few drops of fluid leaked from the rinse block of the coulter hmx hematology analyzer with autoloader onto the tube tops while performing controls in both the primary and secondary mode. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death,injury, of affect to user or to patient treatment attributed to this event.